Event description:
The customer reported via phone call that he experienced high blood glucose levels. His blood glucose level kept going up. The customer vomited three times. The customer treated his high blood glucose level with a manual injection. He was hospitalized on (B)(6) 2015 because his blood glucose was over 600 mg/dl. The customer was having heart issues. The customer was wearing his insulin pump at the time of the emergency room visit. The infusion set had a bent cannula. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.